Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed.(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws of the vasoview hemopro tissue welder would not energize before the procedure began. A new kit was used to complete the procedure. There were no patient effects. The product is returning.